Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, start dose, intraperitoneal and duration not reported), imipenem injection (1 gram in one bag per day, intraperitoneal and duration not reported) and amikacin injection (100 mg one bag per day and intraperitoneal) for the event. Five days after, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.